Event description:
It was reported that revision surgery was scheduled to be performed.

Event description:
It was reported that a revision surgery was performed. Surgical findings supported the preoperative diagnosis of failed metal on metal resurfacing, and included findings of cloudy fluid, pseudocapsule, and metal stained tissue.

Manufacturer narrative:
It was reported that right hip revision surgery was performed due to pain, clicking of the hip and elevated chromium and cobalt levels. During the revision the bhr cup and the bhr head were removed. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. The available medical documents were reviewed. Review of the provided implantation report did not reveal any inconsistencies related to the surgical technique that could explain the later revision. The cup was placed in 40°of abduction and 20° of forward flexion. According to the provided revision report, pre-surgery clinical exam and laboratory findings were consistent with a failed metal-on-metal hip replacement. During the revision, cloudy fluid and metal stained peri-articular tissue was found, there was no gross loosening of the cup, but it was ¿somewhat anteverted¿. Without x-rays to assess the implant position, the extent of the anteversion of the cup at revision remains unclear, whether it had migrated remains unknown and whether it contributed to the reported implant failure. No additional information on the reported pain, clicking and elevated chromium and cobalt levels was provide. Based on the available information the detailed nature of the reported finding and the factors leading the reasons for the revision remain unclear. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.